Event description:
Primary stability not achieved, implant wasn't completely covered with bone, no thread tap used, psychological disorder, smoker, complication in site preparation, undersized implant bed.